Event description:
Customer reported vent blockage and leakage from the reservoir area of the insulin pump. While troubleshooting, found various alarms.the blood glucose reading is not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.